Event description:
It was reported that the device is displaying speaker malfunction - no sound. The it was reported that the device is displaying speaker malfunction - no sound. No adverse event involving patient or user was reported.